Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received at the complaint investigation site for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure a guide wire fracture occurred. The lesion was located at the circumflex (cx) and obtuse marginal (om) bifurcation. The 185cm kinetix guide wire was advanced into the cx and a stent was deployed across the cx. The kinetix guide wire was removed and then advanced through the stent struts of the previously implanted stent in the cx and into the om. Next, a balloon catheter was advanced over the kinetix guide wire and through the struts of the stent in the cx. The balloon was inflated to create an opening in the stent struts so that another stent could be advanced through the stent struts and into the om. The physician attempted to advance this stent through the opening in the cx stent struts, however, this attempt was unsuccessful. The physician pulled back on the stent delivery system and advanced a second kinetix guide wire to serve as the buddy wire. The physician re-attempted to advance the stent through the opening in the stent struts of the stent implanted in the cx, however, this attempt was unsuccessful. Next, the physician decided to remove the kinetix buddy guide wire, however, the kinetix buddy wire was stuck. The physician pulled the kinetix buddy wire several times, however, the distal tip of the kinetix wire detached in the om. Fluoroscopy was used to locate the detached kinetix guide tip which had migrated into the distal portion of the om. The physician successfully snared the detached kinetix guide wire tip to complete the procedure. The physician did not attempt to advance and place another stent. No further patient complications were reported and the patient's status is ok.